Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was 414 mg/dl. She was sweaty as a result of the high blood glucose. The patient treated via bolus and manual insulin injection. The patient then smelled insulin and realized that her infusion set was wet. During troubleshooting, the customer was assisted with properly locking her infusion set. The insulin pump was not returned for analysis.